Event description:
Customer reported that a patient had performed a home pregnancy test (brand unknown) that yielded a postive test result. The following day, the patient's urine (not first morning void) was tested and yielded a negative result on icon 25. A serum sample was drawn on the same day as the urine sample was collected and tested at a reference lab. The serum bhcg quantitative result was 286miu/ml (instrument brand unknown).